Event description:
The customer reported the device displayed lines on the screen (visual artifact) during inspection for use involving an olympus gastrointestinal videoscope. There was no patient involvement.

Manufacturer narrative:
E1 - last name -(B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.